Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected upper range. Atrial pace impedance has been high and varied between 3800 ohms and 856 ohms between (B)(6) 2013 and (B)(6) 2014. Concomitant product: c154dwk ICD, implanted: (B)(6) 2008; 7002 lead, implanted: (B)(6) 2008. (B)(4).

Event description:
It was reported that the right atrial (ra) and left ventricular (lv) leads had high impedance and were apparently fractured. The leads were capped and not replaced due to system downgrade. No patient complications have been reported as a result of this event.